Event description:
The patient underwent a surgical procedure with this artificial urinary sphincter (aus) due to a system malfunction. The aus cuff was explanted and replaced with a new aus cuff. No information regarding the patient status was reported.